Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Remote interrogation revealed high out-of-range right ventricular (rv) lead shock impedance measurements. The presenting electrocardiogram was artifact free. The patient will be brought into the clinic for further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Remote interrogation revealed high out-of-range right ventricular (rv) lead shock impedance measurements. The presenting electrocardiogram was artifact free. The patient will be brought into the clinic for further troubleshooting. No adverse patient effects were reported.